Manufacturer narrative:
Intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, model pcb00, was split when advancing the intraocular lens (iol). Reportedly, the event occurred during handling, but prior to insertion into the eye. No patient involvement was reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 06/11/2018. Device evaluation: the product return was received in a plastic bag. A portion of the lens was received out of the insertion device. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects were observed on the device. Visual inspection with magnification was performed. The lens was observed stuck at the tip. The cartridge tip is cracked and deformed. There is no viscoelastic in the device. The directions for use (dfu) include instructions to completely fill the viewing window with ovd, ophthalmic viscosurgical device. The reported issue was verified. Based on the visual evaluation of the returned unit, the cause of the issue reported could not have been related to the manufacturing process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions and warnings for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.